Event description:
Healthcare professional reported left side rupture and exchange. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an broken assessed as fold flaw opening, broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure, non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.4, d.9, h.3, h.4, h.6.